Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose level had been elevated as high as 590 mg/dl and she was not successful correcting the elevated levels via the infusion device even after changing the accessories on the device. The patient felt sick, nauseous, and experienced vomiting. The patient was successfully able to lower the elevated levels via injection of insulin. The patient switched to her backup device and her blood glucose levels remained normal. Her father thinks the infusion device does not deliver enough insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.